Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that there was no issue with the device regarding symptoms of jitters and shaking and was likely viral syndrome. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
: Initial reported was a healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain and lumbar radiculopathy. It was reported the patient was experiencing symptoms of jitters and shaking at night but did not report hearing audible alarm. The patient believed that the pump may not be working but the hcp had no further detail. The event date was unknown. No further complication was reported.